Event description:
The report received from the e-select registry indicates that approx four mos post index procedure the pt had a clinically driven staged procedure to treat three lesions. The first lesion was the right coronary artery (target vessel) which had 95% restenosis. This lesion was treated with balloon dilatation only. The second lesion was a native, 95% stenosed left main. The third lesion was a native, 80% stenosed first obtuse marginal. This event was graded as severe and was reported to be highly probably related to the device and highly probably related to the index procedure. The event was resolved without sequel.

Manufacturer narrative:
This pt was enrolled in the e-select study with 2-vessel disease. The main indication for this intervention was unstable angina. The first target lesion was a native, restenotic, non-ostial, irregular, readily accessible, concentric, type b1 proximal right coronary artery. The lesion was previously treated with a driver stent. The reference vessel diameter was 2.75mm and the lesion length was 33mm. Pre-procedure diameter stenosis was 70%. The lesion was direct stented with a 2.75 x 33mm cypher select plus stent, which was electively implanted at 12atm with satisfactory results. The stent was not post dilated. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, non-ostial, smooth, moderately tortuous, concentric, moderately calcified, type b1 mid right coronary artery. The reference vessel diameter was 3 mm and the lesion length was 33mm. Pre- procedure diameter stenosis was 70%. The lesion was pre-dilated after a failed direct stenting with a 2.5 x 20mm balloon at 12atm and a 3 x 33mm cypher select plus stent was electively implanted at 12atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. During the one month follow-up in 2007, the pt was asymptomatic. The medication treatment of aspirin, clopidogrel, statins, ace inhibitors, and beta-blockers was ongoing. During the six month follow-up in 2008 the pt was asymptomatic. The medication treatment of aspirin, clopidogrel, ace inhibitors and beta-blockers was ongoing. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.